Event description:
The facility reported that the pt was taken into the bathroom in a wheelchair and placed onto the bath seat. The seat was raised via the handset to an unspecified height prior to being traversed over to the side of the bath to complete the maneuver. During this procedure, the pt became agitated and attempted to alight from the chair. The caregiver attempted to lower the seat via the handset, but was unable to do so. At this point, the caregiver attempted to get help. On her return, she found the pt had fallen from the seat. The pt sustained a fracture to neck of her femur and was treated in the orthopedic dept.